Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: evaluation revealed that the battery compartment is cracked below bumper pad. Threads inside battery compartment are damaged. Threads on battery cap are stripped. A test battery cap was able to attach securely to pump. The u-groove is found to be chipped.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.